Event description:
It is alleged that during an arthroscopy case the pressure sensing tube came off the stopcock causing fluid to spray in the or. It was reported that the case was completed with another tube set with no injury to the pt.